Event description:
The user reported that upon disconnection of a chemotherapy line (cytotoxic), the nurse noticed that the fluid was still flowing through the set and onto the pt arm despite having clamped off the line. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. A lot history review was done and no quality issues were identified during production build.